Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) 2 had a fault and one of the usms were disabled. The customer was unsure of the fault code or which usm arm had the issue. The customer power cycled the system and system back up normally. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in log review, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where the fiber test fail on rolling loop. Once testing was completed, the rolling loop fiber was inspected and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.